Manufacturer narrative:
Updated fields - b4, d9, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Machine will be removed for inspection at a later date. No other information is available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6, h11 corrected fields: h6 (type of investigation, investigation findings, component codes, investigation conclusion).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had automatic refilling error during use on the patient. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) observed for the symptom of "automatic filling error", the scroll compressor was broken. The scroll compressor (d119-00-0236) was replaced. After the replacement, normal operation was confirmed. The fse also replaced 9v battery (d146-00-0146) and the vacuum/pressure filter (d103-00-0499) & d103-00-0631) for the alarm daughter board as parts were due for replacement. A regular inspection was carried out based on the regular inspection record sheet, with good results.